Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cracked touchscreen) was verified. The alleged malfunction (pump not delivering insulin) could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (300 mg/dl range) followed by a seizure. The cause for elevated blood glucose was unknown. Elevated blood glucose was addressed by delivering a correction bolus via the pump. The customer reported that the pump was dropped during the seizure, cracking the touchscreen. Customer believed the pump was no longer delivering insulin. Customer discontinued use of the pump and went to the hospital. While in the hospital, customer was treated with manual injections. Customer was discharged on (B)(6) 2018. Customer reverted to manual injections for insulin therapy.